Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. The caller reported that the patient had been complaining of multiple issues including headaches, nausea, diarrhea, legs hurting from the knees down, chest pain, weakness, fever, and they had to be in a wheelchair. The caller stated that x-rays were conducted at some point but they did not show any anomalies with the implanted components. The patient told the caller that it was not related to the stimulation because it was for a different kind of pain. The caller eventually brought the patient to the emergency room where they found that the patient had developed an infection throughout the whole body. The caller stated that a red ring developed around the implant site. The caller noted that it was red, raised up, painful, swollen, and hot to the touch. The patient was put on antibiotics but they were not helping the slime at the pocket site. The system was then explanted and the patient was kept overnight in the hospital for continued antibiotics. The caller stated that the components were working well before the infection occurred and that the patient wanted to have another system implanted when they are able to. Additional information was received from the patient¿s mother. The patient¿s mother reported that the patient had developed multiple issues; fever, headaches, pain and that the patient¿s body started to reject the device. The caller reported that the patient also had an infection and they had to remove the device. The caller noted that the patient was doing pretty well at the time of report and they were seeing good results since the device had been removed. The caller noted that the cause of the symptoms was not determined at the time of report. The caller provided the doctors information that removed the device and who they had been seeing for the last two years.